Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 143 mg/dl. Troubleshooting was done. The customer was unsure if the insulin pump was wet. The customer stated that the insulin pump was possibly exposed to moisture at the beach. Still, the customer confirmed that the insulin pump was not submerged. The customer explained that he had first received a battery error and then replaced the battery prior to receiving the button error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had no up or down arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The displacement test could not be performed due to the unresponsive buttons. No moisture damage was found on the electronics, motor, battery tube threads, and the vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.